Event description:
The patient reported she has had no effect from the medication which was started last fall. A dye study was scheduled; the hcp was initially unable to draw fluid from the catheter access port. When dye was completed, it was noted that there was a leak where the catheter connects to the pump. A follow-up report will be sent if additional information becomes available to us.